Manufacturer narrative:
Product analysis was completed on 12/3/2015. Complaint conclusion: as reported by a healthcare professional, during vrd-assisted coil embolization of a dissecting left anterior cerebral artery-a1, the physician experienced extremely severe resistance while advancing the enterprise vrd (enc402300 / 10518667) through the body/shaft of the prowler select plus (606s255x/ 17170088). The resistance occurred when the enterprise was passing around the carotid siphon. The physician attempted to withdraw the enterprise, but experienced severe resistance as well. After advancing and withdrawing several times, the physician re-attempted to extract the enterprise, but the enterprise prematurely deployed inside the prowler. Thus, the prowler was withdrawn from the patient as well, and another enterprise and a prowler were used instead to continue the procedure without further issues or delay. There were no patient injury/complications. The complaint products were new and stored per labeling instructions. The procedure was conducted in accordance with the instructions for use (IFU), and the constant flush had been maintained through the microcatheter at all times. No visible damages were noted on the products prior to the events. The prowler was not damaged when removed from the patient. No further information was available. A non-sterile enterprise2 4mmx23mm no tip was received inside of a plastic bag. The stent was received deployed in the microcatheter. The introducer tube was received separated and without any damage. The deliver wire was inspected and no damages were noted. The stent and delivery wire were inspected under vision system; no damages were noted on the stent. No damages were noted on the delivery wire however; residues of dry saline solution were found on it. The functional analysis could not be performed due the stent were received deployed in the microcatheter, and it is necessary that the stent is still inside of the introducer tube to perform the functional analysis. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of this complaint involved lot # 10518667. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. A non-sterile prowler select plus 150/5cm microcatheter was received coiled inside of a plastic bag. No damages were noted on the hub. The microcatheter was inspected and it was found kinked with compressed sections. The microcatheter was inspected under microscope; kinks sections and compressed sections were found on microcatheter body. The ID from the microcatheter was measured and it was found within specification. The functional test was performed. The received microcatheter was flushed out using a lab sample syringe (nipro), and the water came out from the distal end of the device. A 0.018¿ guide wire lab sample was introduced into the microcatheter, and severe resistance was felt when the guide wire lab sample was passed through the kinked sections and compressed sections found on the device. However; the guide wire .018¿ passed through the microcatheter and the stent came out distal end tip of microcatheter. The functional test could not be performed with the enterprise received since the stent was received deployed inside of the microcatheter. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The premature deployment of the stent was confirmed since the stent was received deployed. The resistance between the stent and microcatheter could not be evaluated since the introducer and stent were received separated from the deliver wire and the stent was deployed in the microcatheter. The cause of the resistance within the microcatheter appears to be related to the kinks and compressions found on the device. The cause of the damage could not be determined; however, inspections are in place that prevents these kinds of damages from leaving the manufacturing facility. Neither of the devices presented any obvious indication of manufacturing defect or anomaly that could contributed to the event as reported. Neither the product analysis nor the DHR review suggests that the failure could be related to the manufacturing process; therefore, no corrective action will be taken at this time. This is 1 of 2 mdrs submitted for this complaint, with associated report numbers of 1226348-2015-00068 and 1058196-2015-00194.

Manufacturer narrative:
(B)(4). Concomitant medical products: an enterprise vrd (enc402300 / 10518667), a prowler select plus (606-s255x / 17170088), a chikai (asahi intecc, 0.014¿), an optimo (tokai medical products, 8fr), a fubuki (asahi intecc, 4.2fr), and a goodtec y-connector (goodman, type unknown) were used for this procedure. It is anticipated that the device will be returned for analysis; however, the device has not yet been returned. Additional information will be submitted within 30 days of receipt. This is 1 of 2 mdrs submitted for this complaint, with associated report numbers of 1226348-2015-00068 and 1058196-2015-00194.

Event description:
As reported by a healthcare professional, during vrd-assisted coil embolization of a dissecting left anterior cerebral artery-a1, the physician experienced extremely severe resistance while advancing the enterprise vrd (enc402300 / 10518667) through the body/shaft of the prowler select plus (606-s255x / 17170088). The resistance occurred when the enterprise was passing around the carotid siphon. The physician attempted to withdraw the enterprise, but experienced severe resistance as well. After advancing and withdrawing several times, the physician re-attempted to extract the enterprise, but the enterprise prematurely deployed inside the prowler. Thus, the prowler was withdrawn from the patient as well, and another enterprise and a prowler were used instead to continue the procedure without further issues or delay. There were no patient injury/complications. The complaint products were new and stored per labeling instructions. The procedure was conducted in accordance with the instructions for use (IFU), and the constant flush had been maintained through the microcatheter at all times. No visible damages were noted on the products prior to the events. The prowler was not damaged when removed from the patient. It was reported that the complaint products would be returned for analysis. No further information was available.

Manufacturer narrative:
The device was returned for decontamination on 11/10/2015; however, the analysis has not yet been completed. Additional information will be submitted within 30 days of receipt. This is 1 of 2 mdrs submitted for this complaint, with associated report numbers of 1226348-2015-00068 and 1058196-2015-00194.